Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the patient presented during post procedure check. Upon investigation, it was determined that the right ventricular lead had variable sensing and varying capture thresholds. X ray revealed that the lead had possibly pulled back. On (B)(6) 2017, the physician elected to extract and replace the lead. Patient was stable prior, during and post procedure.